Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4). Description:coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing skin irritation at the pocket site. It was also reported that the battery was getting hot. No visual allergic reaction was seen at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there was no confirmation if the patient was allergic or not and did not see an allergist. The patient underwent an explant procedure. The physician did not suspect device malfunction or any allergic reaction. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing skin irritation at the pocket site. It was also reported that the battery was getting hot. No visual allergic reaction was seen at the ipg site. The patient will undergo an explant procedure.